Event description:
The user opened the package of an ncircle tipless stone extractor and found out the basket could not be opened completely and changed to a new one to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
E1 ¿ phone: (B)(6). G4 ¿ PMA/510(k) #: exempt. H3 - device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h6: medical device problem code (annex a) and component code (annex g). Investigation ¿ evaluation. Event description: the user opened the package of an ncircle tipless stone extractor and found out the basket could not be opened completely and changed to a new one to complete the procedure. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), quality control (qc) procedures, as well as a visual inspection and functional testing of the returned device were conducted during the investigation. One ncircle tipless stone extractor was returned for investigation in an open package with label. Upon inspection damage to the device was noted, there were bends and kinks in the basket sheath. The handle was actuated, and the basket would open/close but with increased resistance. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances recorded for this incident. A complaint history database search showed four other related complaints associated with the failure mode for the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lot, it is unlikely that these events are an indication of device issue within the entire lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed. Cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU provides the following information to the user: precautions · do not use excessive force to manipulate this device. Damage to the device may occur. How supplied upon removal from the package, inspect the product to ensure no damage has occurred. Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.